Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: strip issue.

Event description:
Customer called concerned that his meter was reading his blood sugar levels at lo. He stated that he felt fine (asymptomatic). He hadn't had any need for any medical intervention at the time of the call or at the time of results prior to contacting us. He hadn't made any changes to his diet or medication (metformin-1000 mg). He had been properly storing his supplies in the bedroom at room temperature. He stated that his blood sugar levels should anywhere from 130-140 mg/dl (fasting). He ran a back to back blood fasting test results read lo and lo. The test strip lot manufacturer's expiration date is 5/31/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6).